Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Regarding did the patient have an infection with device, it was noted: yes, patient was (B)(6) positive prior to stage 1 procedure.

Event description:
It was reported that patient mrsa (methicillin-resistant staphylococcus aureus ) positive and stated she dropped in toilet. If additional information is received, a follow up report will be sent.